Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the aligners are cutting into the upper gum line. Byte cst (clinical support team) noted blanching present on the upper arch and the gums appear to be irritated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.